Event description:
It was reported during a bph procedure, the first fiber exhibited "tip came off of fiber" at 46,528 joules and 05:47 minutes of usage; the fiber was exchanged, the second fiber exhibited : ¿error 807, unable to use fiber as laser console shut down¿. ¿the laser was turned back on, as there were only a few minutes left to complete the procedure¿. The fiber was exchanged and a third fiber was used to complete the procedure. Patient outcome: "no injury" reported. Gland volume: 90ml. Patient outcome: "no injury" reported. This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion; the outer flow tubing open end exhibits scratch marks and mild contamination, likely biologic. Based on failure analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.